Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasoft lancing device does not fire. This complaint is classified based on the documentation of the customer care advocate. The "lancet does not fire" issue began the month prior, at 7 am. It is not known if the patient was able to obtain a blood glucose reading after the reported issue began. At 8 am, the patient reportedly developed symptom described as "shaky". The patient did not take any action as a result of the reported issue and did not receive any medical intervention. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The "lancet does not fire" was not resolved with training. This complaint is being reported because the patient claimed that he had symptom that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.